Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise that resulted in double and triple counting of wide qrs and t waves. The patient was seen at a hospital, but no programming changes were made at that time. At the follow-up visit a week later, there were additional episodes of noise causing the s-ICD to charge, but no additional inappropriate therapy was delivered. The patient was seen by a field representative the following day where the noise was able to be reproduced easily in all three sensing vectors. Therapy was programmed off in the s-ICD due to concerns over an electrode fracture. Technical services (ts) was consulted and discussed the findings. It was noted the x-ray image that had been taken was not of good quality and additional images were requested. Ts discussed further troubleshooting options and indications for a revision procedure. The patient was hospitalized due to therapy programmed off. Another x-ray was performed with no issues being noted. A revision procedure was performed shortly after. During the procedure a fracture was not visualized and the cause of the noise oversensing was unable to be determined. Subsequently the physician explanted both the s-ICD and electrode. Due to a change in the patient's indication for implant, a cardiac resynchronization therapy defibrillator (crt-d) will be implanted at a later date.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise that resulted in double and triple counting of wide qrs and t waves. The patient was seen at a hospital, but no programming changes were made at that time. At the follow-up visit a week later, there were additional episodes of noise causing the s-ICD to charge, but no additional inappropriate therapy was delivered. The patient was seen by a field representative the following day where the noise was able to be reproduced easily in all three sensing vectors. Therapy was programmed off in the s-ICD due to concerns over an electrode fracture. Technical services (ts) was consulted and discussed the findings. It was noted the x-ray image that had been taken was not of good quality and additional images were requested. Ts discussed further troubleshooting options and indications for a revision procedure. The patient was hospitalized due to therapy programmed off. Another x-ray was performed with no issues being noted. A revision procedure was performed shortly after. During the procedure a fracture was not visualized and the cause of the noise oversensing was unable to be determined. Subsequently the physician explanted both the s-ICD and electrode. Due to a change in the patient's indication for implant, a cardiac resynchronization therapy defibrillator (crt-d) will be implanted at a later date. The device was returned for analysis.